Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 794892, 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in (B)(6) 2017, back pain in (B)(6) 2017, hypertension, uterine bleeding and dysmenorrhea. Concomitant products included levothyroxine since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and coagulopathy ("clotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems tooth loss"). In (B)(6) 2017, the patient experienced tooth abscess ("teeth abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, urinary tract disorder, cystitis, alopecia, tooth loss, urinary tract infection, coagulopathy and tooth abscess outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coagulopathy, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, tooth abscess, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils noted after placement and no bleeding noted, there were noted to be 2 coils present. Discrepancy noted in removal date- (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Lot number:794892, manufacture date:2010-10, expiration date:2013-10 . Lot number:796893, manufacture date: 2010-10, expiration date:2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 794892, 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included levothyroxine. The patient's medical history included hypothyroidism in (B)(6) 2017, back pain in (B)(6) 2017 and hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and coagulopathy ("clotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems tooth loss"). In (B)(6) 2017, the patient experienced tooth abscess ("teeth abscess"). In (B)(6) 2017, the patient started levothyroxine at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, urinary tract disorder, cystitis, alopecia, tooth loss, urinary tract infection, coagulopathy and tooth abscess outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coagulopathy, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, tooth abscess, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils noted after placement and no bleeding noted, there were noted to be 2 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Lot number:794892 manufacture date:2010-10 expiration date:2013-10. Lot number:796893 manufacture date: 2010-10 expiration date:2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 794892, 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included levothyroxine. The patient's medical history included hypothyroidism in (B)(6) 2017, back pain in (B)(6) 2017 and hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and coagulopathy ("clotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems tooth loss"). In (B)(6) 2017, the patient experienced tooth abscess ("teeth abscess"). In (B)(6) 2017, the patient started levothyroxine at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, urinary tract disorder, cystitis, alopecia, tooth loss, urinary tract infection, coagulopathy and tooth abscess outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coagulopathy, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, tooth abscess, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils noted after placement and no bleeding noted, there were noted to be 2 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Lot number:794892 manufacture date:2010-10 expiration date:2013-10. Lot number:796893 manufacture date: 2010-10 expiration date:2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Case category updated to serious incident. Essure removal reported. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.